Event description:
During a veptr expansion procedure, the ti lumbar extension rods were noted as broken. Surgeon replaced the broken rods during the expansion procedure.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned.